Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the p-arterial read negative. The failure occurred during patient treatment. According to the customer there was something wrong with the pressure. The hls set was exchanged. The affected product is not available for technical investigation as the hls set was discarded by the customer. However, according to hls set risk assessment the following root cause can lead to the reported failure: negative pressure on the blood side when the deairing membrane (yellow) is open; measuring line (pressure) can not / can hardly be / is not connected. According to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2023-12-07. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device already discarded by customer.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the p-arterial read negative during patient treatment. According to the customer there was something funky with the pressure from the start of the run. The hls set was replaced during use with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).